Event description:
Per the clinic, the patient developed a seroma post magnet removal and replacement for an MRI. The site was aspirated on (B)(6) 2013 and infection was identified. The patient was treated with oral antibiotics on (B)(6) 2013 and again on (B)(6) 2014. The infection did not resolve and the device was subsequently explanted on (B)(6) 2013. On (B)(6) 2014, the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device is currently not available.